Event description:
Pt presented with osteomyelitis approximately two months following placement of unite biomatrix on a diabetic ulcer of the right foot as part of a study. Pt underwent surgical debridement and a partial calcanectomy. He was admitted to hospital where he was placed on IV antibiotics. Physician believes that this incident was not device-related.

Manufacturer narrative:
The device was not retuned to the MFR for eval. Review of lot records indicated that device met all acceptance criteria prior to release. Based on the available info, the cause of the event could not be determined. The MFR of the device was (B)(4), is the reporting company for the event. The device was mfg prior to the synovis acquisition of (B)(4).